Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient was implanted with another manufacturer's stimulator (ins) with this manufacturer's leads and was not feeling stimulation. The health care provider tried reprogramming and nothing works". "Their solution was to have this manufacturer's device hooked back up to the wires". The patient stated her device had never worked, it was for retention and patient had been in and out of the hospital for the past 3 months and ¿can't take much more." She trying to get in with urologist but was afraid he would refer her back to implanting health care provider (hcp). The patient has an appointment scheduled for the (B)(6) with her urologist. After surgery she thought everything was replaced and when she noticed the ins was not working, the hcp stated maybe the wires are not compatible with the battery pack. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.